Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user discontinued ilet use after experiencing repeated low glucose values, including reports of blood glucose around 40 mg/dl, and expressed difficulty with the system¿s meal handling without carb entry; the user declined further troubleshooting or training. Symptoms included hypoglycemia. Outcomes included no reported injury requiring medical intervention and no hospitalization. Investigation included a review of available information and an attempt to conduct standard troubleshooting and education, which the user declined. Investigation of this case revealed insufficient information to identify a device malfunction or user-related factor, and no device component defect was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.